Manufacturer narrative:
This report is being submitted to provide additional information on description of the event. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the right ventricular (rv) channel. Technical services (ts) was consulted and recommended to follow up in person with the field representative to perform the necessary configurations. This device remains in service. No adverse patient effects were reported. Additional information was received, the field representative stated that the oversensing was related to the lead being pull back slightly into the atrium. No further oversensing was observed, however further in office evaluation was scheduled. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the right ventricular (rv) channel. Technical services (ts) was consulted and recommended to follow up in person with the field representative to perform the necessary configurations. This device remains in service. No adverse patient effects were reported.